Event description:
Per received report: during implant, the coil stretched and was withdrawn. Note: additional information regarding the event will be submitted as soon as it becomes available.

Manufacturer narrative:
The product was received on (B)(4) 2012 and evaluation is still in progress. As soon as final analysis is completed, a follow up report will be submitted.